Manufacturer narrative:
The complaint that the needle failed to fully retract was confirmed; however, the root cause could not be determined. One photograph was provided for investigation, which showed an insyte autoguard needle that was partially retracted. The needle tip remained extended from the shield because the needle hub would not fully retract. The barrel component of the shield was cracked, which likely prevented the needle hub from fully retracting. As the device had been used, it could not be determined with certainty whether the damage originated during manufacturing, storage, or use of the device. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that partial needle retraction occurred. Reported issue per customer: customer stating faulty catheters - we observed two incidents where it failed to retract the needle safely. Please provide an exact date of event in format mm-dd-yyyy? 02-09-2026. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Unknown patient harm or injury.